Event description:
Pt had increasing pain with no improvement with increasing dose. A rotor study was normal. A dye study showed the catheter to be twisted and also leaking just proximal to the connection between the large and small catheter. The catheter was replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). The catheter was returned to the manufacturer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.